Event description:
Patient operated on 2005 due to a hip-joint disease. This patient was implants total hip prosthesis aml with (B)(4). Surgeon confirms that this prosthesis got broken. Updated information received (B)(6): aml component is the implant fractured it was implanted in (B)(6) 2005. Revision took place on (B)(6) 2011.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Re-opened as the products were received on (B)(4) 2012: examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. A review of the device history records did not reveal any anomalies regarding the reported event against the product and lot (155402000, zk8gb1) combination. The investigation concluded stage I (stair-step) fatigue was noted, which was the cause of the stem fracture. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Re-opened as the products were received on 3/27/2: examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. A review of the device history records did not reveal any anomalies regarding the reported event against the product and lot (155402000, zk8gb1) combination. The investigation concluded stage I (stair-step) fatigue was noted, which was the cause of the stem fracture. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.